Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced due to this, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name - (B)(6) medical. The device was returned to olympus for evaluation and the evaluation did not reproduce the reported issue. In addition dust accumulation was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source emergency light source turns on occasionally. The issue was found during inspection at the use. The intended diagnostic procedure was completed. There were no reports of patient harm.